Event description:
Customer reported that there was a patient fall. A patient with a below knee amputation standing with a recliner behind him (which is locked) moved away from him, but the gait belt moves superiorly on the patient. The therapist is unable to readjust the belt due to buckle mechanism, she is not able to manipulate the patient and belt to move the patient to safety.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. (B)(4).